Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for spinal cord stimulation - complex reg pain syndrome type I/ spinal pain. It was reported that the patient noticed a significant drop in his battery. Patient clarified he meant previously his stimulator would not need to be charged for 3-4 weeks but now he was charging about every 2 weeks. Patient has not been recently programmed or switched groups. Patient noticed this about a month ago. Caller was redirected to healthcare provider. No symptoms reported. No further complications were reported/anticipated.